Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with scratched display window.

Event description:
It was reported that the customer had motor error alarm on the insulin pump. Customer was trying to put on a sensor and it would not go in. It took 4 sensors to get one to go in. Customer stated that she received a motor error alarm about a week ago. Customer needed to have her pump replaced due to the incorrect amount of insulin that it could be delivering. Customer stated that the alarm occurred after the bolus was completed. Customer was advised to disconnect from the pump. Customer does not use the sensor feature on the pump. It was explained that a false motor error may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional info provided.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.